Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2014. The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient had a break in aseptic technique which caused peritonitis coincident with peritoneal dialysis (pd) therapy while using unknown baxter pd disposables. The patient was not hospitalized for the event. The patient was diagnosed with peritonitis 3 days after cultures were taken and began treatment with vancomycin intraperitoneally and levaquin orally at that time (dose and frequency not reported). The patient had been retrained in aseptic technique multiple times. At the time of this report, antibiotic therapy was ongoing and the patient had not yet recovered from the event.